Event description:
During, a peripheral intervention procedure, a bard life stent 5fr. Vascular stent system was used and stent was deployed and while retrieving the stent delivery system the tip was fractured and migrated down the wire and was lodged in the delivered life stent. The physician then delivered a covered stent trapping the fractured stent delivery tip and excluding it from the lumen of the artery.